Event description:
It was reported that the pump battery could not be charged, resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level (540 mg/dl). An insulin injection was administered to treat the bg. The customer reverted to an alternate method of insulin therapy.